Event description:
The hospital reported that during a coronary artery bypass procedure, while using the second heartstring during the case, the heartstring seal did not deploy into the aorta and stayed in the deployment tube. The pt lost approx 200-300cc of blood. They opened a third heartstring but when the surgeon deployed the seal, it came back out when the deployment tube was pulled back to remove. Again the pt lost approx 200cc of blood. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital. The pt is currently doing fine, but lost approximately one liter of blood during this case. No blood transfusion was required because this hospital used a cell collection saver and gave the pt's own blood back. The pt was discharged on post-op day 4 without complications and did not receive any donor blood. This report is for second seal "third seal used during the case".

Manufacturer narrative:
Investigation results: the loader device was not returned. Visual inspection revealed that the plunger had been depressed. The seal and the seal subassembly were outside the deployment tube with the tether uncut. No evidence blood was seen inside the deployment tube or the device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.